Event description:
As reported by the user facility: patient levophed drip, alarming error codes with a hazard sign, unable to reset troubleshooting to another pump, patient's blood pressure drastically dropped and converted to vtech needed to be cardioverted and ultimately arrested. Note: multiple attempts (including phone and email) were made to the customer to retrieve devices involved, details on the event description, and product information, such as material number and serial number. To date, there has been no additional information provided.